Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 31 july 2016: the operating no longer has the material. The exact implant date is still unknown. Per reporter, the patient is ok, there were no infection nor allergy and there are no other problems notated.

Manufacturer narrative:
(B)(4). Implanted date: unknown date in (B)(6) 2016. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a plate broke post-operatively. A revision surgery was performed on (B)(6) 2016. The plate had been implanted sometime in (B)(6) 2016. This is report 1 of 1 for (B)(4).